Event description:
The customer reported sporadic unexpected volume concern results with both the blood grouping and antibody screening tests on the ortho provue analyzer occurring for several weeks. The provue functioned as expected, posted condition codes and brought the gel cards to the service rack for manual review. However, the customer reviewed, resulted the gel cards and accepted the test results without retesting the samples. The customer indicated that no erroneous results were reported based upon historical info. This incident is being reported based on user error. Provue malfunction did not occur. False results may be reported that should have been aborted or invalidated.

Manufacturer narrative:
An ocd field engineer (fe) visited the customer site and cleaned the reader camera, diffuser plate and light bar. The fe performed reader camera alignment, optical adjustments and completed preventative maintenance. Diagnostics testing was successful. Qc was acceptable. Repairs have returned this instrument to expected operation. Ocd customer technical services informed the customer that samples resulting with the approximate (unexpected volume concerns) must be repeated due to the volume concerns. Customer indicated to ocd that they will do so. The provue IFU instructs users to that while it is possible to modify the approximate result, this symbol indicates a potential volume issue in the microtube and should be reviewed by the technologist. The sample should be retested. User error could not be ruled out as a contributing factor. Instrument performed as intended. This customer has not logged any complaints against this analyzer since this incident. (B)(4).